Event description:
Consumer claims to have had ear pierced with the inverness system in 2002. Consumer sought medical attention for infection at the piercing site on 9/7/02. Consumer was prescribed oral antibiotics.